Manufacturer narrative:
On 18-nov-2016, an fse conducted on-site follow-up with the customer. The fse observed that the belt possibly skipped a tooth. The fse made the belt adjustments, checked alignments, tightened the belts for the incubator, performed voltage adjustment on z-cup transfer and returned the instrument to normal operation. The most probable cause of the reported event was due to defective incubator alignment. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2018, a customer reported a c transfer home overrun with their aia-900 analyzer. The customer is unable to run bhcg, fsh, lhii, prog, and e2patient samples. A field service engineer (fse) was dispatched to address the reported event. A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.